Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission shows that the right ventricular (rv) lead was oversensing noise resulted in pacing inhibition. The lead was explanted and replaced. The patient had no adverse consequences.